Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer called into philips to report that they can't enter the system. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
.